Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) investigated the reported event and confirmed the following: -an internal temperature error occurred due to a fan failure. -as a result of reviewing the device history record, there were no manufacturing abnormalities, special hires, or variations. -the device had no repair history. The exact cause of the reported event could not be conclusively determined. However, the internal temperature error may have occurred because the fan failure caused insufficient heat dissipation of the lamp temperature inside the device. The cause of the emergency lamp lighting could not be identified. In addition, the cause of the burnt ac power inlet could not be identified. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, an error occurred and the emergency lamp sometimes lit up. There was no report of patient injury associated with the event. Olympus then inspected the device at olympus service operation repair center (sorc) and found that the ac power inlet was scorched.

Manufacturer narrative:
The device was evaluated at sorc. Sorc checked the device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. The error occurred due to a temperature rise inside the device due to a fan failure. The output socket connection was stiff. The amount of light decreased due to the outgassing of the xenon lamp. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.